Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: on investigation, the alleged call service alarm issue was verified in the black box but not duplicated during the evaluation. Review of black box data found record of call service 054 alarms. Using returned caps, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Unrelated to the complaint, the display was found to be dim and discolored. The audio bolus button was missing from the pump and the button¿s function could not be tested. Pump casing was opened and evidence of moisture intrusion was found on the printed circuit board and other internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump alarmed for call service 054 multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.